Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed that the needle was retracted and the safety activation button was depressed. The needle was then reassembled to the out position and no mechanical/physical damage to the springs, needle, hub, or grip were observed. There was no evidence of adhesive on the button, grip, or hub. A review of the device history record revealed that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter only partially retracted during use. There was no report of injury or medical intervention.